Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures with the knot came out of the patient anatomy when the proglide device was removed¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, only one proglide was pre-placed for a large hole closure. The proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation likely did not contribute to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral vein via 6fr sheath using the preclose technique prior to a pulmonary vein isolation (pvi) procedure. Reportedly, when the proglide device was removed, the sutures with the knot came out of the patient anatomy. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to a 12fr and the pvi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.